Manufacturer narrative:
Unable to perform displacement test due to cracked lcd glass. The insulin pump received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose was 150 mg/dl at the time of the incident. Customer states fell on his side and cracked the screen. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.